Event description:
The facility reported a device that was infusing heparin, aminodarone, and normal saline (rate/dose, unk at this time) when channel a read "close side channel". The nurse closed the side channel and the pump kept alarming. The nurse attempted to shut off the device and the device would not shut off. The nurse switched the pt to a different pump. There was no medical injury or intervention associated with this event. No additional info is available at this time .

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.